Event description:
The user facility reported that water was leaking from their big blue housing. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived onsite and was informed that an employee had initiated a diagnostic cycle and then left the room; upon return observed water on the floor. The technician de-installed the housing and observed long, large cracks through the housing sidewall. The technician replaced the housing, tested the unit and returned it to service.